Event description:
The 110-4hm catheter was inserted in the patient and no waveform was readable. Troubleshooting was done by ed, ICU, and or staff without success. The catheter was removed and a new one inserted and functioned without difficulty. It was unknown if there was any patient injury or if there was any surgery delay. Additional information has been requested.

Manufacturer narrative:
Additional information received from the customer on 12nov2015: the event took place in the emergency department (ed) and the staff from the intensive care unit (ICU) went down to assist. A (B)(6) year old female patient was found unresponsive in care; hypertensive with pontine bleed. It was reported that there was an icp reading despite no waveform. It was unknown if the catheter was zeroed to atmosphere by using zeroing tool provided prior to implantation. The dura mater was opened per instructions per use (IFU) prior to bolt/catheter insertion. The replacement catheter was implanted on the same date/during the same procedure as the initial catheter. The same location or bolt was used for the replacement catheter. It was unknown how long the appropriate waveform was not available because of the issue. There was no patient adverse consequence as a result of the delay.

Manufacturer narrative:
Integra has completed their internal investigation on 12/14/2015. The investigation included: results: only the catheter connector and strain relief was returned. The catheter body was cut off and did not return. The catheter was destroyed by the customer. The customer returned catheter serial number (B)(4); it is belonged to the reported lot number, mfg. Date: 05 sep 2013 and will be expired on: 31-aug-2016. A review of batch history record indicates the catheter met requirements before released to finished goods. Complaint history, model 110-4xxx, from oct-2014 through sep-2015 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and nine of them were confirmed;a failure rate percentage (B)(4). Conclusion: the reported customer complaint that ¿no waveform was readable¿ could not be verified. The catheter in question was destroyed by the end user and further investigation could not be performed.